Event description:
The customer reported the ventilator failed system pressure testing. There was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2015 (month/year) . Receiving by MFR date: 12/15/2015. Conclusion / root cause: the reported complaint of initial short self test (sst) test failed code 2131 was not duplicated. No problem found on this returned crossover solenoid. This report is being submitted as part of the remediation for CAPA (B)(4).